Event description:
It was reported through clinic notes that the patient was complaining of vibration with the vns. Since the patient still had frequent seizures and reported a possible side effect, he was referred for replacement. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced due to prophylactic reasons. The explanted product has not been received to date. No further relevant information has been received to date.

Event description:
The explanted generator was received for product analysis. The generator was monitored for 24 hours in a simulated body temperature environment. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified.